Event description:
A report was received that the patient underwent a pocket revision after having difficulty keeping her charger in place. After the revision, the patient is reportedly doing well.

Manufacturer narrative:
Weight not available. Device remains in patient. This is a final report.